Event description:
The pt experienced severe pain and stated she had a malfunctioning machine. The pt had an unspecified surgery. The pt had additional surgery on (B) (6) 2010 to have the device removed. Additional info was requested from her physician.

Manufacturer narrative:
(B) (4).